Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the leads were arranged to be picked up by the courier on the day of explant and returned through customer service. The manufacturer representative (rep) did not have tracking numbers for this.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a lack of pain relief. The leads had migrated on x-ray, and some electrodes displayed high impedances. Surgical replacement of leads was to be done. The issue has resolved.

Manufacturer narrative:
Continuation of d10: product ID 3877-60 lot# 0219160475 implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead product ID 3877-60 lot# va25ndy implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3877-60, lot #: 0219160475, ubd: 10-dec-2023, UDI#: (B)(4); product ID: 3877-60, lot #: va25ndy, ubd: 09-mar-2024, UDI#: (B)(4). G2. Foreign: australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.